Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure. During the procedure, the ruby coil detachment handle (handle) was accidentally dropped on the floor from the back table. The handle dropped prior to use and therefore, the handle was not used in the procedure. The procedure was completed using a new handle.